Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed a bicarbonate buffer test per dop114-830. The sensor failed per specifications due to low readings.

Event description:
It was reported that the insulin pump alarmed calibration error. The blood glucose reading was 190 mg/dl. The customer stated that he turned the sensor feature off until the morning, and upon reconnection to the sensor, the alarm recurred. He also reported that the sensor glucose reading was 70 mg/dl. Upon troubleshooting, he was advised that the sensor may be malfunctioning. Advised return of the sensor for analysis. Nothing further reported.